Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently noticed that blood glucose (bg) level would take longer than expected to decrease following a bolus, and that an additional bolus would occasionally be necessary to get bg level down to target range. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.